Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 21 mg/dl; cause was unknown. Customer received 3rd party assistance from parents to consume soda and glucose tablets to address bg. Low bg event caused customer to fall down stairs, which caused pump to shatter. Recommendation was made to discuss diabetes management with a health care professional.